Event description:
It was reported that "it was unable to pace during use. The customer commented that the distal lead wire seemed to be broken." No patient injury occurred.

Manufacturer narrative:
One pacing catheter with attached monoject 1.5cc limited volume syringe was returned for evaluation. No introducer was returned with the catheter. Continuity testing confirmed an open condition in the atrial distal line. A full open condition was found at the welding joint of the leadwire to the atrial distal electrode. The leadwire was continuous between connector pin and 1cm proximal of the atrial distal electrode. The rest of the electrodes were continuous without short conditions. All through lumens were patent without any leakage or occlusion. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. No visible damage to the catheter body, balloon or returned syringe was observed. Balloon inflation test was performed using returned syringe with 1.5 cc air by holding the balloon under water. Visual examinations were performed under microscope at 10x magnification and with the unaided eyes. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The customer report of pacing difficulty was confirmed during the evaluation. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.